Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment from the pump, close to the tubing connector due to which the patient did not get any insulin while sleeping, the night before this report. Subsequently, the patient had high blood glucose level reported to be 496 mg/dl at the time of incident, which was treated with a pump. The site location was left thigh and the pump was clipped to shorts in the front. The infusion had been in use for a day and a half. There was stress or pull on the tubing, but the patient was unsure how since the patient was sleeping. The pump was not dropped with the set connected to the patient's body. No further information available.